Event description:
"While sheath was being inserted, it started to crumble and break, causing the patient some loss of blood. Another sheath was obtained, same lot no. And it easily broke in half while trying to remove it from the package."